Event description:
Complainant alleged that during biomed testing the device powered up in configuration mode, and was unable to switch out of configuration mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.